Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap inguinal hernia repair procedure, the balloon came off/popped off dissector. The balloon was retrieved from inside the patient's cavity. No adverse events have been reported.